Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): tip electrode pulled out from the ring, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was torn and the lead appeared damage at implant; proximal segment returned and analyzed.

Event description:
It was reported that during implant attempt, the right ventricular lead got stuck at the junction of the right atrium and svc or somewhere in the right atrium. While attempting to reposition the lead, the insulation separated and came off like a sleeve. The lead conductor was left inside the right atrium with the proximal end anchored to the pocket. A new lead was implanted. No further patient complications have been reported as a result of this event.